Event description:
It was reported by the customer that on (B)(4) 2010, the fiber forward fired and there was a significant decrease in vaporization at 15,000 joules. No pt injury was reported. This info was provided on (B)(4) 2011 which resulted in an MDR being required.